Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was "defective." It was noted that there were no further details. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return and noted that the device was received in good cosmetic/mechanical condition however it failed its incoming test on the automated test console. An error code displayed during calibration. It was noted the battery contacts were contaminated with transparent residue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.